Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that her infusion set needle was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump had a loud motor noise during rewind due to faulty motor. The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms noted. The insulin pump was returned with a missing end cap sticker.